Event description:
The customer reported the generation of false high patient results for sodium on their dxc 700 au clinical chemistry analyzer. The erroneous results were reported outside the laboratory. The customer did not provide patient demographics, and the exact number of patients affected is unknown. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer troubleshoot the dxc 700 au clinical chemistry analyzer over the phone. Upon further troubleshooting the customer indicated that the buffer syringe had not been replaced for 2 years. The customer replaced the buffer syringe per cts recommendations to resolve the issue. The customer did not call back to report further issues after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).